Manufacturer narrative:
Product complaint # (B)(4). Visual examination of the returned device revealed signs of operative use as evidenced by superficial markings, with its threads completely peeled off and damage to the drive feature of the screw head. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. With the information provided, a definitive root cause cannot be determined. This damage may have potentially occurred due to cross-threading a set screw upon insertion. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Device is available for evaluation. Investigation will be conducted. Follow up will be filed with the investigation results. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
On (B)(6) 2018, the emergency surgery for dislocation fracture at c7 was performed by using the mountaineer spine system. During the surgery, at the time of set screw insertion, it was found that the internal head of the screw (188319326) was cross-threaded. The surgeon tried to tighten the screw in question with another new set screw, but he could not tighten it. As he noticed that the head of the screw in question was broken, he extracted the broken pieces from the patient¿s body and replaced the screw in question with another same size of the screw. The surgery was successfully completed, but it was delayed within 30 minutes due to this event. No broken pieces were found left in the patient¿s body, and there was no adverse consequence to the patient. While the surgeon is concerned about deterioration of the product, he is requesting us to investigate on the root cause of this event.